Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 8886675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure. Previously administered products included for prevent pregnancy: loestrin from 2004 to 2007. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2008 for contraception as well as clonazepam (klonopin) since 2017 and levetiracetam (keppra) since 2007. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain in feet/pain in hands"). In (B)(6) 2012, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth,"), rash ("rashes or skin conditions type: rashes"), acne ("rashes or skin conditions type: acne,") and urticaria ("rashes or skin conditions type: hives") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia) and periods extremely heavy"), menstruation irregular ("abnormal bleeding (periods are very irregular some time 2-3 weeks apart)") and dental caries ("dental problems more cavities than ever"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition:anxiety"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), surgery (total hysterectomy (uterus and cervix removed) and deep cleaning and cavities filled. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and menstruation irregular had resolved, the mood swings, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, rash, acne, urticaria, dental caries, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and abdominal distension outcome was unknown and the dysgeusia and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, anxiety, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, mood swings, pain in extremity, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received: events hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection (bladder/urinary tract/vaginal) type: uti, yeast. Psychological or psychiatric problem condition: depression and anxiety, rashes or skin conditions type: rashes, acne, and hives, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain (abdominal and pain in feet/hands), weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating , irregular periods were added. Medical history, historical drug, treatment and concomitant drugs, lot number, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 8886675- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure. Previously administered products included for prevent pregnancy: loestrin from 2004 to 2007. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2008 for contraception as well as clonazepam (klonopin) since 2017 and levetiracetam (keppra) since 2007. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain in feet/pain in hands"). In (B)(6) 2012, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth,"), rash ("rashes or skin conditions type: rashes"), acne ("rashes or skin conditions type: acne,") and urticaria ("rashes or skin conditions type: hives") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia) and periods extremely heavy"), menstruation irregular ("abnormal bleeding (periods are very irregular some time 2-3 weeks apart)") and dental caries ("dental problems more cavities than ever"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition:anxiety,"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), surgery (total hysterectomy (uterus and cervix removed) and deep cleaning and cavities filled. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia and menstruation irregular had resolved, the mood swings, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, rash, acne, urticaria, dental caries, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and abdominal distension outcome was unknown and the dysgeusia and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, anxiety, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, mood swings, pain in extremity, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.